Event description:
It was reported that inflatable penile prosthesis (ipp) reservoir herniated. The patient underwent a surgical procedure in which the reservoir was explanted and replaced. The new reservoir was placed in a different location without further complications.